Event description:
The surgeon, reported via the sales rep, that a variax plate was revised due to fracture. No additional information is available at this stage. Sales rep is going to follow up with the surgeon directly to obtain additional details.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The surgeon did not use an indicated device for this fracture. Please note the op tech reds: 1.7 mm s module preferably used for treatment of fractures of the distal and middle phalanges. This plate was implanted in a proximal phalanx. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The surgeon, reported via the sales rep, that a variax plate was revised due to fracture. No additional information is available at this stage. Sales rep is going to follow up with the surgeon directly to obtain additional details.